Manufacturer narrative:
(B)(4). Batch # unk. Date of event is (B)(6) 2020. Event day was not reported. Additional information received: a photo was received for review. The photo shows a harmonic device from jaw area and it can be seen that the blade was broken. Based on the photo alone, the event described is confirmed, however no conclusion or root cause could be determined as no device has been received for analysis. Hands on device analysis is needed and may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following additional information and to retrieve the device: did the patient experience any adverse consequences due to this issue? To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy procedure, the harmonic probe blade broke. It is unknown how the procedure was completed. Patient consequence was not reported.